Manufacturer narrative:
Device evaluation the evolution esophageal stent system - fc-v2 device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the attached pmcf study. This file is associated with the following complaints: (B)(4), serious aes + intervention, germany, (B)(4), migration + no intervention, germany, (B)(4) ,migration + no intervention, UK, (B)(4) ,migration + no intervention, spain, (B)(4) ,serious aes + intervention, UK, (B)(4), serious aes + intervention, spain, (B)(4), migration + intervention, UK, (B)(4), migration + intervention, spain, (B)(4) ,off label aes + intervention (B)(4), off label aes + intervention (B)(4), serious aes + intervention, germany (B)(4), off label aes + intervention (B)(4), off label aes + intervention (B)(4), serious aes + intervention, UK (B)(4), serious aes + intervention, spain (B)(4), off label aes + intervention (B)(4), off label aes + intervention (B)(4), off label aes + intervention (B)(4), off label aes + intervention (B)(4), off label aes + intervention, germany (B)(4), off label aes + intervention, UK (B)(4), off label aes + intervention, spain manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0067) lists the following under contraindications: ¿placement in an esophago-jejunostomy (following gastrectomy)¿. There is evidence to suggest that the customer did not follow the instructions for use. From the information provided, the devices were placed in an esophago-jejunostomy (following gastrectomy). Image review an image was not returned for evaluation. Root cause analysis definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. From the information provided, the stents were placed in an esophago-jejunostomy (following gastrectomy) which is listed as a contraindication in the instructions for use. 08 migrations were reported following the off-label stent placement. Abnormal use complaints are considered to be beyond any further reasonable means of interface ¿ related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 08 x used devices. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the evolution esophageal stent system - fc-v2 stents were placed in an esophago-jejunostomy (following gastrectomy). From the study, 08 stents migrated resulting in intervention/additional procedures. Investigation findings conclude a definitive root cause can be attributed to abnormal use of the device. The complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 10-oct-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Off label ades: stent migration x 8, stent misplacement x 1, 7 clinically relevant stents migrations, no information provided in pmcf study.